Manufacturer narrative:
Section a4, b2, g3: corrected data. Section d4 correction: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted to the hospital on (B)(6) 2019 for malaise and dark, tarry stool. The patient received 2 units of packed red blood cells (prbcs) on (B)(6) 2019. The account reported aspirin and warfarin were withheld. A egd was preformed on (B)(6) 2019 and negative for bleeding. Bleeding resolved, warfarin resumed, and patient was discharged on (B)(6) 2019.